Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump delivered an unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed and it was determined the insulin pump needs to be replaced. The patient will contact their healthcare provider to receive further help on their replacement. It was not stated if the insulin pump will be returned back.

Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart alarm noted during the testing.